Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
During the case, the doctor complained that when using the mbt revision t-handle the reamer slips

Manufacturer narrative:
Examination of the submitted device confirmed damage to the connection feature that attaches to the reamer. The damage is consistent with the reamer mating feature stripping after being subjected to hard cortical bone and heavy usage causing damage/wear to the adapter. The root cause is attributed to device wear from normal use and servicing. Based on this investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.